Event description:
Additional information received reported that the procedure was completed by retrieving the solitaire left by another solitaire. The resistance as in the whole part of the catheter. The cause of the resistance and bent/cut wire was unknown. The treatment location was around the bifurcation distal to the left m1. The others were unknown because the blood clot could not be collected. The patient's vessel tortuosity was said to be not particularly worrisome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the solitaire x revascularization devices were returned for analysis within a shipping box and an opened solitaire x outer carton (b516112). ¿ damage location details: the solitaire x pusher was found broken at ~152.0cm from the pusher proximal end (~47.0cm from the distal end). The solitaire x stent was found still attached to the pusher. The solitaire x stent was found entangled with a second solitaire x stent. The solitaire x stent¿s working length struts were found to be in good condition. ¿ testing/analysis: the broken solitaire x pusher was sent out for scanning electron microscope (sem) failure analysis. Per the sem report, the wire failed via overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ and ¿pusher kink¿ reports could not be confirmed. However, the customer¿s ¿pusher break/separation¿ report was confirmed. It was reported that the pusher was found bent prior to use but was still used with the phenom 21 catheter, encountering resistance. The sem analysis confirmed that the solitaire x pusher separated due to overload. The likely cause of the resistance during delivery was the pre-existing damage to the pusher (bent), which subsequently led to the separation of the pusher during delivery/removal against force. It is possible that the pusher became bent during handling. However, the cause of the pusher kink could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire encountered resistance and disconnected. The pushwire bent/was cut. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an ischemic cerebral infarction at the distal end of m1. A thrombus collection surgery was performed for m1 occlusion. Optimo 8f was placed, the region was crossed with salva60, phenom21, and syncro soft, and the product (sfr4-4-40-10) was delivered. When it was pulled, the delivery wire was cut, so the product was left in the body. The phenom21 was quickly raised so that it could pass through the sfr 4-4-40-10 that was left behind in the same access system, then the sfr4-20-5 was deployed inside the sfr4-40-10 that was left behind and it was hooked so that it could be collected. The delivery wire was bent outside the body when the product was delivered, but it is unknown how much it was bent. Afterwards, there was considerable resistance when delivering the product to phenom 21. After the product was deployed in the blood vessel, it was pulled for collection. The wire was cut and there was no resistance such as cutting. It was unknown at which stage the device was cut. Patient pre and post operative scores were unknown. The patient was treated with tpa. Zero passes with the solitaire were noted. The patient¿s vessel tortuosity was normal. The parent vessel was noted as the mc. Parent vessel diameter was unknown. The lateral branch was not specified. Side branch blood vessel diameter and length was not specified. The time required from onset of cerebral infarction to revascularization/revascularize was "not revascularization/revascularize." There was no vascular stenosis proximal to the thrombus formation site. The physician did not apply torque to the delivery pusher. Zero passes were performed with the same stent. There was resistance/difficulty during the procedure. When the stent was collected the proximal marker of the stent was not located within the microcatheter. The stent was removed from the body. There was no surgical or medicinal intervention required. The surgeon did not attempt to dislodge the stent. It was unknown if there were any patient symptoms or complications associated with this event. Ancillary devices: guide catheter optimo 8f, microcatheter phenom21, guidewire syncro soft, other sfr4-4-20-5 salva60.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.